Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, an incomplete insertion was achieved at implantation with one channel being extra-cochlear. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
There has been an increase in the number of channels affected by high impedance. The user's hearing performance and speech understanding with the device has also been significantly reduced gradually over time. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
There has been an increase in the number of channels affected by high impedance. The user's hearing performance and speech understanding with the device has also been significantly reduced gradually over time. Re-implantation is scheduled for the (B)(6) 2023.